Event description:
The gastrostomy tube was sutured to the patient's abdomen. This is common practice at this institution due to concerns about the tube becoming dislodged and leaking into the peritoneal space. There is a lack of confidence in the ability of the bolster to stay in place. Later on in the admission, bilious drainage began to leak at the site, immediately causing excoriation and assessed as a stage iii pressure ulcer after just 3 days. We are interested in knowing the manufacturer's recommendations on suturing the bolster to the skin, alternatives to ensuring secure placement of the tube at all times, and skin care products to prevent excoriation and treat drainage. In addition, we are interested in the history of improvements that have been made to the device to prevent dislodging.